Event description:
Plaintiff alleges the diagnoses of latex allergy after her repeated exposure to latex gloves. Further alleges that as a result of this allergy, she is subject in the future to one or more anaphylactic reactions, substantial injury, pain and suffering as well as economic loss.